Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was tilted in the pocket which resulted in the inability to charge and a subsequent overdischarge. The rep was going to discuss the issue with the patient's hcp. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause for ins titling in the pocket is unknown. The patient would like to have a nonchargeable device placed, like she had previously. The cause for ins titling in the pocket is unknown. The rep let the physician know this and the rep is just waiting to hear what the patient and physician decide to do. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient is having their device replaced with a non-rechargeable one on (B)(6) 2019 to resolve the issue of the ins tilting. No further complications were reported or anticipated.